Manufacturer narrative:
Evaluation was not performed; device was not returned for analysis.if information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there were intermittent issues with the patient interface box and want to send it for possible repair. The event was outside of a clinical environment.